Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained.(B)(4)

Event description:
On (B)(6) 2011, a rotaflow system (console and drive) was in-use at upmc presbyterian for thirteen (13) hours, when error message "sig" appeared. The user re-gelled the disposable, after re-gelling a head error message was received. The rotaflow console and drive serial numbers were not provided. The unit was swapped out.(B)(4).